Event description:
Consumer reported complaint for low blood glucose display. The customer is concerned with test results from results obtained of lo. The customer¿s expected blood glucose test result ranges are below 150 mg/dl am fasting and below 130 mg/dl 2 hrs. After meal (per customer due to the amount of units of insulin he takes before each meal). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 01/17/2025. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, lot zb5317s, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 120 mg/dl using true metrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: result 1: lo mg/dl date: (B)(6) 2023 time: 4:00 pm 2 hrs. After meal;result 2: 233 mg/dl date: (B)(6) 2023 time: 4:03 2 hrs. After meal;result 3: lo mg/dl date: (B)(6) 2023 time: 4:48 pm 2 hrs. After meal;result 4: 187 mg/dl date: (B)(6) 2023 time: 5:01 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Product evaluation has been completed. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 17-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.